Manufacturer narrative:
Product ID 8703w, lot # n22135a, implanted: (B)(6) 1995, product type catheter. (B)(4).

Event description:
It was reported that, at the patient¿s last refill, the actual residual volume (28 ml) exceeded the expected residual volume (8 ml). The patient reported having gone through intermittent withdrawals. This was noted to be out of specification. The patient¿s physician decided to replace the pump due to the age of the pump. The patient¿s symptoms included underdose symptoms and less than 50% therapy relief. No alarms were noted in the logs. The medications used within the system were morphine, clonidine, and bupivacaine.

Event description:
The representative later reported the patient had withdrawal symptoms since (B)(6) 2012. They also reported flu-like symptoms, and had ¿no pain relief since that time.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.